Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 472 mg/dl at the time of incident. The customer treated their blood glucose the insulin pump. The customer's current blood glucose was 388 mg/dl. The customer did not have any symptoms of high blood glucose. Customer also reported they had no delivery alarms in their alarm history. Troubleshooting found the insulin pump passed a self-test. The customer requested a replacement insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No audio/beep anomaly noted. The insulin pump passed self test, displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.